Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgery, lens explant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -7.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was explanted due to discomfort. Reportedly, despite a ucva of 1.0, "the patient just felt uncomfortable." The problem was resolved with the explant.